Manufacturer narrative:
(B)(4). This is a combined initial and final report. Foreign report source: (B)(6). Occupation: post market surveillance senior specialist. Concomitant medical products: medical product: gts standard fmrl stem size +1, catalog #: ps129gp1, lot #: 1204777. Medical product: unknown liner, catalog #: unknown, lot #: unknown. Medical product: unknown head, catalog #: unknown, lot #: unknown. Response received stating no further information available for this case. As the product has not been received, the investigation was limited to the information provided. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A complaint history search identified 2 complaints for similar harms for the same item number for the 3 years prior to the notification date (B)(6) 2017 to (B)(6) 2020), including (B)(4). The sterilisation certificates were reviewed and confirmed that product is sterilised within the specification range. A review of the complaint database over the last 3 years has found no similar complaints reported with the item and lot combination. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: this event reports a harm of infection, which resulted in surgical intervention (revision surgery). The root cause of the harm could not be determined with the information currently available, therefore a specific hazard (line) within the risk table cannot be selected. Multiple lines cover hazardous situations of sterility related issues and cleanliness related issues. These lines have a maximum severity of 4 (necessitates surgical intervention), and a maximum occurrence of 3 (1 in 100 to 1 in 1000). Severity assessment the event reports that surgical intervention was required. This gives a severity of 4 (necessitates surgical intervention) and is in line with the risk file. Occurrence assessment: the sales data for item number 110017333 for the 3 years prior to the notification date of the reported event (B)(6) 2017 to (B)(6) 2020 (most up to date sales data available)) was found to be (B)(4) units. A complaint history search identified 2 complaints for similar harms for the same item number for the 3 years prior to the notification date (B)(6) 2017 to (B)(6) 2020), including (B)(4). The root cause of the 2 identified complaints has not be determined. As a hazard (single line) cannot be selected, any occurrence score calculated cannot be used for comparison. Therefore, an occurrence score has not been calculated on this occasion. If further information regarding the root cause of the reported event or reason for revision are provided, the risk will be re-assessed. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported the patient underwent a primary procedure. Subsequently, that patient underwent a revision procedure on due to infection where all components were removed and a spacer placed.